Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse hypodermic needle with protection device was difficult to connect to the mating component. The following information was provided by the initial reporter: " needle-syringe mismatch before care, when preparing the intramuscular injection. "

Manufacturer narrative:
Correction; h6: imdrf annex a grid: a1206 - misconnection.

Event description:
It was reported that bd eclipse hypodermic needle with protection device was difficult to connect to the mating component. The following information was provided by the initial reporter: "needle-syringe mismatch before care, when preparing the intramuscular injection. "

Event description:
It was reported that bd eclipse hypodermic needle with protection device was difficult to connect to the mating component. The following information was provided by the initial reporter: " needle-syringe mismatch before care, when preparing the intramuscular injection. "

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-01-31. H6: investigation summary: a device history record review was completed for provided material 305895 and lot number 2104012. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a needle sample assembled with an emerald syringe was returned for evaluation by our quality engineer team. Liquid was drawn up using the returned samples and no signs of leakage or a defective hub connection could be identified. Based on the current investigation results, an exact cause for the reported incident could not be determined. We can confirm that engagement force is measured as a part of the in-process and final test prior to the release of any lot produced. Smartslip technology has been introduced to help ensure a secure connection is made.